Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during withdrawal, when removing the farawave pulsed field ablation catheter from the body, the irrigation port broke off the catheter handle. The separation occurred after the catheter was attached to the pressure bag and the catheter flush tubing piece remained attached to the pressure bag tubing. Subsequently, the catheter was replaced, and the issue was resolved. A new catheter was prepped, inserted into the body and the posterior wall was ablated. The procedure was completed successfully and there were no patient complications. The catheter is not expected to return for analysis as it was disposed.